Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that imaging confirmed the leads migrated after multiple falls, as a result surgical intervention occurred on (B)(6) 2025. The leads were explanted and replaced with a paddle lead. Therapy was restored and issue has resolved.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.